Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 622 mg/dl. Reportedly, customer had refilled and reused the cartridge. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 4 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.